Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The unit was able to be restarted, and therapy was continued. No pt injury was reported.